Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a peritoneal dialysis (pd) patient that encountered a fluid leak associated with a pd treatment. The leak was discovered at the end of treatment. Fluid was found in the pump module area of the cycler and also on the exterior cassette. About 100ml of fluid leaked from the inside area of the pump door, seemingly from both pumps. The nurse was advised to wait and not use cycler until the following day. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention of adverse event associated with the fluid leak. The patient was in the clinic at the time doing a training. The cycler is available to return. The nurse requested a new cycler. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a peritoneal dialysis (pd) patient that encountered a fluid leak associated with a pd treatment. The leak was discovered at the end of treatment. Fluid was found in the pump module area of the cycler and also on the exterior cassette. About 100ml of fluid leaked from the inside area of the pump door, seemingly from both pumps. The nurse was advised to wait and not use cycler until the following day. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention of adverse event associated with the fluid leak. The patient was in the clinic at the time doing a training. The cycler is available to return. The nurse requested a new cycler. The cycler set is not available to return.